Manufacturer narrative:
D3 - mfg establishment name and address: corrected. H3 and h6 codes: updated. No product was returned but a picture was received for analysis. The complaint of needles falling off prefilled syringes cannot be confirmed based on the returned images. Without the return of the sample used a comprehensive failure investigation cannot be performed, and a cause cannot be determined. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.

Event description:
It was reported that pediatrics team had been experiencing needles falling off prefilled syringes ¿ specifically for flu shot syringes. Needles seemingly unscrewed themselves and fell off. The event occurred immediately on use. There was no medical intervention required. There was no patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.